Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. At this point in time, based on the vagary of the complaint and the absence of the complaint product and it's details, no further action is warranted. However, this file will remain open and receptive for approximately 90 days, and if more information is received the is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Or rep is reporting that during an arthroscopic knee repair, a portion of the distal tip (approximately 1mm) of an inserter broke off into the fixation screw and remains therein buried in the bone. The procedure was concluded successfully without further issue or harm to the patient.